Manufacturer narrative:
Citation: soriano et al. Use of cangrelor for complex percutaneous coronary intervention in the context of concomitant severe aortic stenosis: a case series. Eur heart j case rep. 2024 may 6;8 (5):ytae237. Doi: 10.1093/ehjcr/ytae237. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 80-year-old male patient who underwent implant of a medtronic 34-mm evolut pro+ bioprosthetic valve in the aortic position.  Following valve deployment a mild-to-moderate paravalvular leak was observed via angiography.  Considering the age of the patient with a relatively reduced exertion capacity at home, the clinical decision was to not dilate the valve.  At 6-month follow-up the patient had no residual dyspnea. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated the patient's weight was 70 kg. No further details were provided.